Manufacturer narrative:
Device code: (B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. It was noted the cds was curved more than 90 degrees. While establishing final arm angle (efaa), the clip opened to approximately 30 to 40 degrees. Troubleshooting steps were completed and the clip was able to implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip system gen 4 instructions for use (IFU) warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. In this case, it was reported that the user curved the cds more than 90 degrees and this deviation appears to contribute to the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design or labeling.